Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2025-10072 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2025-08877.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the pediatric patient, diagnosed with acute lymphoblastic leukemia, underwent chemotherapy via a PICC line. Prior to infusion, the catheter was flushed using a pre-flush catheter. No blood return was observed upon aspiration. However, after drug administration, fluid was detected seeping beneath the adhesive film. Catheter maintenance was performed, during which damage and leakage were identified at the exposed distal end of the catheter. The PICC placement nurse was consulted. Following assessment, the damaged section of the catheter was trimmed. Subsequent maintenance revealed no further leakage.